Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins was functionally okay. The battery was expanded. There was foreign material in the ports. There was good stable output observed on the electrode pairs the ins had when received. Final device analysis of the extension showed no anomaly. There were no shorts between circuits and the continuity was acceptable. Final device analysis of the lead showed that all conductor wires were broken at the marker band. The marker band had loosened from the lead. The tines were broken. There were no shorts between the circuits. All circuits were open. (B)(4).

Event description:
It was reported that there was questionable early battery depletion. The device "quit working after short time period." It was not responding to programming. The device sys was explanted and replaced. The pt recovered without sequela.